Event description:
It was reported in (B)(6) 2008 a left hip bhr implant was performed using 42 mm femoral head that is now failing and requires replacement/revision surgery. Revision scheduled (B)(6) 2016 due to pain, high levels of cobalt and chromium, and osteolysis. Bone mass at the femoral neck, and there is a bone fragment "floating around" in the fluid surrounding the hip.

Manufacturer narrative:
This is a legal complaint reopened following receipt of additional records as part of the legal claim. However, these newly supplied records did not provide relevant additional information to further the previously conducted investigation. As such, the previous investigation results still stand as follows: a 42mm bhr resurfacing head and 48mm bhr cup have been received for investigation following revision reportedly due to pain after 9.7 years in vivo. The part markings of the returned devices were obscured due to bone & tissue on the head and damage to the face of the cup. Review of manufacturing records for the device lot details (7411142, 51487 & 74120148, 74685 listed in medical records) confirmed that all released parts met specifications applicable at the time of production. Visual analysis identified fine scratches on the bearing surface of the head, along with damage to the face of the cup, damage to the outer rim of the cup, and evidence of edge wear on the cup. Wear analysis was performed to review linear wear on the bearing surface of the femoral head and acetabular cup. The wear images identified a wear patch on the bearing surface for the head, and two wear patches both with edge loading on the cup, with one region being more heavily worn than the other. Maximum linear wear for the head was 22.6 ¿m. On the cup wear patch 1 was 18.6 ¿m, wear patch 2 was 6.5 ¿m, for a combined cup & head maximum wear of 41.2 ¿m. Based on historic wear data, after 9.7 years in vivo, the measured combined linear wear is in line with but at the higher end than the expected wear for a non-edge loaded smith and nephew large diameter metal-on-metal device. Two wear patches were observed on the acetabular cup. The position of the wear shows that edge loading has occurred. The provided medical information has been reviewed. The provided measurement reports of blood cobalt (5 ¿g/l) and chromium (6.5 ¿g/l, after conversion from serum to blood concentration) dated two months before the revision indicated concentrations above the reference range. The values were within the critical range from scenihr (european committee on metal on metal joints) of 2 - 7 ¿g/l. The chromium concentration could also be at 12.2 ¿g/l as this document is not clearly readable. A CT and an MRI report dated two months before the revision document an anterior fluid collection possibly extending into the joint. The provided x-rays, bone scans and corresponding reports document slight lucency at the acetabulum, diminished width of the femoral neck and calcar osteolysis approximately 4 month before the revision. According to the revision report, there was a cloudy fluid within the hip joint, an anterior pseudotumor and osteolytic defects at acetabulum confirming findings from imaging. The cup was described as well-fixed. The reported floating bone fragment was not seen on the provided x-rays and it was not mentioned in the revision report. The diagnosis from the pathology report indicated that the anterior pseudocapsule was "fibro-adipose tissue with fibrosis and chronic inflammation".

Event description:
In addition to previous description, it was also found the cup had loosened intraoperatively.